Event description:
It was reported to boston scientific on 02/07/07, that "trying to retrieve the coil not appropriately placed in the aneurysm, the pusher got broken and consequently, the coil detached not appropriately." It was reported that the coil was not removed and is implanted inside the body. This was an aneurysm embolization procedure of the pancreatic duodenal arch. It was reported that there were no pt complications and that the pt condition is "good at the moment". The device in question was used off-label (intended use in the neurovasculature, was used in pancreas).